Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable. The device was returned for svc/ repair indicating that it was "not working properly." There was no suggestion of pt injury. However, an allegation of not working property may suggest a potential inability to identify a nerve and could possibly result in pt injury, i.e. Nerve resection by the surgeon. The customer stated " I can't remember if there was an error message - just wasn't reading with the equipment" therefore, it must be assumed that an alarm or warning went undetected or did not occur.

Manufacturer narrative:
Testing found no fault with the unit. It was upgraded to current specifications. The mfg date is unobtainable. Records prior to september 2011 remain with the original device MFR. The nim-eclipse system neurovascular workstation is intended for use to monitor sensory and motor pathways. If the system fails to perform as intended, (especially to effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damge to the nerve that is present. The digital amplifier is designed to provide signal detection, amplification, montage selection, a/d conversion, anti-aliasing filtering, and digital signal preprocessing. Isolated digital data is routed to the controller for further processing. When info suggests that the nim eclipse equipment had the potential to not simulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no info to suggest an event could not be interpreted falsely - the report is inconclusive as to the cause of field observation. Therefore, without info to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filling this report as a product problem. This product was being used for treatment not diagnosis. There are also many non-device related issues that can cause the nim eclipse to indicate no stimulation occurred or no electrical response was rec'd/detected from the muscle; use of paralytic anesthesia agents; tissues were too dry, the nerve was fatigued by overstimulation. In addition, safe stimulus levels are dependent upon various conditions including but not limited to; type of excitable tissue, waveform morphology, repetition rate, stimulator current delivered. When such situations occur, the surgeon can also falsely misinterpret that a nerve is not present.